Manufacturer narrative:
The investigation has been completed. No product was returned. Analysis: case start wizard was started up, and steps 1-3 were performed as the dextrose was spiked, followed by the purge cassette inserting and pump inserted as expected. At 9:30:59, case start is switched from step 3 to 4 then 4 to 7. The user is then prompted to insert purge fluid information (step 6). At 9:31:30, the case start screen is completed, and the pump is started but the logged gui screen appeared: "imcgui: casestart: msg c:90 e:3071 0x82937f0 screen curr:8 prev:8 (3066)". This is not the expected gui screen which would have asked for the zero sensor prompt as indicated by this log entry:"imcgui: casestart: msg c:90 e:3011 0x0 screen curr:8 prev:8 (3009)". The root cause of the incorrect case start display screen issue was not determined since the console was not returned for investigation.

Event description:
The complainant reported that the sensor of an implanted impella rp flex pump was not zeroed because the prompt did not appear on the automated impella controller (aic). There was no resulting patient harm and support continued uninterrupted. Upon review of the logs during the investigation, it was believed that this event may be a aic display related error.